Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal or slightly indented. The customer was able to clear the alarm successfully and was able to complete the insulin pump rewind. The motor error alarm recurred during manual prime or fill tubing. The insulin pump failed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.